Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the device was used for almost six hours and made its function perfect throughout the procedure. When the procedure was almost finished, the device was unable to complete two seals correctly. The device was connected to an ft10 generator. There was evidence of energy delivery and end tones were heard but bled after cutting. Alarm also occurred during operation. There were more than 100 good seals with the device and it was cleaned three times with a wet gauze. The tissue being sealed was thin. A new device was also used successfully with the generator. Blood transfusion was not necessary as the bleeding was very little.